Event description:
The reporter did back to back blood glucose tests, within minutes, using separate finger sticks. Reporter's results were 36 and 145 mg/dl. Reporter did not have any symptoms. The reporter stated that the confirmation dot on reporter's first test "wasn't completely blue." Reporter stated that reporter had not applied enough blood to the test strip. A control solution test was within range, 112 (86-128). The reporter had never cleaned meter. No harm was alleged.